Manufacturer narrative:
(B)(4). The homechoice device was returned and an evaluation was completed. An internal/external inspection was performed with no issues noted. A temperature test was performed and the device met specifications. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The failure of the volume accuracy during monitored therapy test occurred during functional rite. An event history log review was performed and showed no keystrokes, programming, or use related events that indicated and/or contributed to the issue. A service history record review were performed and revealed no issues that could have caused or contributed to the issue. The cause of the failure was unable to be determined. The device was to be sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed volume accuracy during monitored therapy testing. Because the device failed during evaluation, there was no patient involvement. No additional information is available.